Event description:
A customer reported to us that in 2007 a patient was misdiagnosed because, the radiologist was looking at a study from 2005, thinking that the study was from 2007. A patient at this site has presented with widely spread metastatic disease, which according to a medical doctor from the site, might have been avoided had the proper study been reported.

Manufacturer narrative:
The event happened in 2007, and was reported to agfa on march 2 of 2009. As a result of the time delay from occurrence to when this was reported to agfa, we are unable to obtain some of the information that is typically available to assist us in an investigation such as log files, map events, monitor layouts, configuration, user settings, etc. From the site in question. The impax design accommodates numerous workflows that are tailored to users' specific preferences. In this integrated dictation setting, the impax client will not allow for a second report to be initiated. There are multiple visual indicators that inform the user of what study is being viewed, and what the dictation status is.